Manufacturer narrative:
Device was returned with one of the spike tips missing, due to other similar issues of this nature eco (B)(4) was completed to change the geometry of the tip to a more robust design. Device in question was made prior to this change. (B)(4).

Event description:
Tip of the instrument was bent so dr attempted to straighten it out with a mallet. After use it was noted to be missing the tip. X-ray taken flek noted on film.